Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001825034 - 2017 - 07992. 0001825034 - 2017 - 07993. Concomitant products: 103202 taperloc por fmrl 7.5x135 lot# 019680, us157850 m2a-magnum pf cup 50odx44id lot# 545940, 163663 28mm dia cocr mod hd +3mm nk lot# 916200. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
The patient was revised for unknown reasons. No further information has been made available.